Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown supera peripheral stent was deployed around two years ago; however, it was noted that the stent was fractured during a recent patient review. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted since the part and lot numbers were not provided. The investigation was unable to determine cause for the reported stent fracture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.